Event description:
Patient reported "deflation". This record is for an unknown side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.5., b.6., h.6.

Event description:
Patient reported "deflation". Later healthcare professional reported "rupture". This record is for the right side. Device was explanted.